Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising and high thresholds. The right atrial (ra) lead also displayed high thresholds along with intermittent capture. Both rv and ra lead have been extracted and replaced. No patient complications have been reported as a result of this event.